Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the complete electrode was returned, and outside of slight induced physical alterations during the explant procedure, no abnormalities were noted. The electrode passed continuity testing indicating the conductors were intact and no fracture was present. A hipot test was also passed, indicating the inner insulation was intact and there were no electrical shorts between the conductors. X-ray imaging of the electrode did not reveal any issues. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode had received two inappropriate shocks in the primary vector. Review of the episode noted oversensing of noise and a wandering baseline contributing to the delivery of inappropriate therapy. Noise was able to be reproduced through manipulating the system during testing, and the field suspected the electrode may have fractured or had some form of an insulation abrasion. The system was reprogrammed to the secondary vector and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode had received two inappropriate shocks in the primary vector. Review of the episode noted oversensing of noise and a wandering baseline contributing to the delivery of inappropriate therapy. Noise was able to be reproduced through manipulating the system during testing, and the field suspected the electrode may have fractured or had some form of an insulation abrasion. The system was reprogrammed to the secondary vector and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode had received two inappropriate shocks in the primary vector. Review of the episode noted oversensing of noise and a wandering baseline contributing to the delivery of inappropriate therapy. Noise was able to be reproduced through manipulating the system during testing, and the field suspected the electrode may have fractured or had some form of an insulation abrasion. The system was reprogrammed to the secondary vector and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.